Event description:
The customer reported the system displayed filament regulator error during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site evaluation. The representative replaced the filament driver pcb, and filament calibrations were performed. Verified system functioned properly. System was returned for customer use.